Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips would not advance. When activating the applier, the clip was stuck in the jaws and the handle could return in the pre-fired position with difficulty. Another like device was used.no further information could be provided by the customer despite several calls.there were no adverse consequences for the patient.